Event description:
A patient reported end of service (eos) and that the device was off and no longer providing therapy. The patient stated their therapy was acting "sporadically" and then shut off on (B)(6) 2016, which was 3285 days (9 years) post implant on (B)(6) 2007. The patient was advised to contact their managing healthcare provider to schedule a replacement surgery. The patient reported pain in their left arm. The indication for implant was complex reg pain syndrome type ii and non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 389033, lot# j0235560v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information was received from the patient that reported that the battery died because it hit end of service and the patient was in pain. The pain was nerve pain from nerve damage and it felt like a sledge hammer was constantly hammering on his arm and hand, day and night, and he could maybe get an hour or two of sleep at night because of it. It was unknown if there was an allegation of dissatisfaction with the longevity of the implantable neurostimulator. The patient was told that his device would last 10 years, but he saw the end of service at 8 years. The patient stated that his implant hit end of service at 8 years and ¿it was just at it¿s time to go and that was normal.¿ he was waiting for the surgeon to do his replacement implant surgery and they finally told him that he was getting the replacement done on (B)(6) 2016. A year prior to the report back in (B)(6) 2015, he was getting his trial done for his lower extremities and they told the patient that he had 45% left on the battery and now recently he was seeing the end of service. The patient was told that it was normal for his implant battery to ¿flicker¿ when it was charging or for him to feel a surge in the leads instead of constantly feeling a surge and that the battery will perform that way when it¿s charge is getting low. This ¿flickering¿ started occurring in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.